Manufacturer narrative:
The product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient ((B)(6), 95kg,174ft) underwent cardiac ablation procedure for persistent atrial fibrillation with qdot-micro, bi-directional, f-j curve, c3, split handle catheter and suffered cardiac tamponade requiring pericardiocentesis. After completing left pulmonary veins isolation physician wanted to introduce catheters to the left superior pulmonary vein (lspv) and it occurred to be difficult with lasso nav catheter. Physician made an attempt to introduce qdot-micro, bi-directional, f-j curve, c3, split handle catheter to lspv. Catheter was used with long steerable sheath agilis. Contact force measurements were high during that maneuvers and qdot-micro, bi-directional, f-j curve, c3, split handle catheter was found to be outside the map for short time. It is highly probable that it was a result of cardiac tamponade [perforation]. Cardiac tamponade was confirmed by fluid in pericardium observed in echocardiography and drop of blood pressure. Pericardial sac was punctured and fluid drawn out. Patient was in stable condition and remained under observation on cardiac intensive care unit. Physician did not complain about problems with catheter. There was no report of extended hospitalization. Since this event may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure it is MDR reportable. Both lasso and the qdot-micro, bi-directional, f-j curve, c3, split handle could have contributed to the event and thus the event will be conservatively reported under both devices. This report is for the lasso. The qdot-micro was reported under manufacturer report number 2029046-2020-01934.